Event description:
A malfunction alarm with code "malf 0" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to the customer, assisted with resetting the pump, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump.